Event description:
It was reported that, the m5 was shaver blade cant be removed properly. As per m5 product analysis, the bur is broken and is stuck in the device. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. H3: product analysis found that, visually, the shaft was broken 0.49 inches from the distal end of the inner hub to the broken point. The distal end of the inner hub was deformed/damaged (the outside diameter of the hub). When returned. The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.328 inches in undamaged area and up to 0.351 inch in deformed area which was out of specification. The proximal end of the inner hub (chevrons) was also damaged and there were traces of a black (grease like) residue on the green seal. Functionally, the device failed due to the damaged condition upon return and the inability to load into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint. H6: the previously applied fdm b21, fdr c21, fdc d16 and img g04041 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that intra-op, the blade was broken while removing from handpiece, fragments were detached but they did not come in contact with patient.